Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the leads were removed and new leads were put in. It was noted that there was no alleged product issue. It was noted that impedance testing, x-rays and reprogramming was performed. It was noted that the patient got complete rib stimulation no matter where the lead was programmed. It was noted that the patient was reprogrammed multiple times. It was noted that the leads migrated north once and were pulled back down. It was noted that the patient was still getting rib stimulation so the leads were taken out and new leads were placed. It was noted that the patient had less than 50% therapy relief at the lead location and rib stimulation. It was noted that the patient was alive with no injury at the time of the report.

Manufacturer narrative:
Analysis of the lead (lot# va0cv92019) found no anomaly. Analysis of the lead (lot# va0ce4y039) found no significant anomaly. The lead body was cut through/segmented. (B)(4).